Manufacturer narrative:
The reported event that proximal lateral humerus plate axsos 3 ti for right humerus 3 hole / l86mm was alleged of issue s-11 (breakage during surgery) could not be confirmed, since the device was not returned for evaluation and no other evidences were provided. More detailed information about the event as well as the affected device must be available in order to determine the root cause of the complaint event. However, based on our risk management file, the most likely root cause is attributable to a user(ur) related issue. It is most likely that the ¿metal piece like wire¿ was generated from the thread of the screw, during screw locking, due to misalignment between the trajectory of the screw and the drilled trajectory. The device inspection was not possible as the product was not returned for investigation. A review of the device history record for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. No indications of material, manufacturing or design related problems were found during the investigation. If device is returned or any further information is provided, the investigation report will be reassessed. A review of the labeling did not indicate any abnormalities. The operative technique was reviewed, which clearly describes all the steps for screw fixation in detail. It stresses the need to properly align the trajectory of the screw with that of the drilled hole to facilitate accurate insertion of the screws. Device is not available to stryker

Event description:
During axsos surgery, the surgeon noticed a metal piece like a wire at the plate screw hole when tightening. The surgeon removed the metal piece and exchanged it with the another new screw.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
During axsos surgery, the surgeon noticed a metal piece like a wire at the plate screw hole when tightning. The surgeon removed the metal piece and exchanged it with the another new screw.